Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to motor error alarm during the rewind test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had alarmed motor error during priming. The customer¿s blood glucose level was 200 mg/dl at the time of the incident. Customer stated that the displacement verification test was failed and alarm occurred during insulin pump rewinding. The insulin pump will be returned for analysis.